Manufacturer narrative:
Steris became aware of this event on 10/8/2015 and filed MDR 1043572-2015-00115 on 11/6/2015. Upon receipt of user facility (B)(4) on 3/24/2016 we reviewed our service history and confirmed the event described in medwatch 0500770000-2016-8008 is the same event which was reported in MDR 1043572-2015-00115.

Event description:
(B)(4).

Manufacturer narrative:
The facility's biomedical technician inspected the surgical light and found that one of the screws had backed out of the boss causing the reported event to occur; the boss is the interior part of the yoke cover where the screw goes through. The facility's biomedical technician replaced the yoke cover and confirmed the surgical light to be operating properly. A steris service technician inspected the surgical light following the biomedical technician's repairs and confirmed the yoke cover was properly installed and the surgical light to be operating according to specifications. The surgical light was returned to service and no additional issues have been reported. Photographs were taken of the damaged yoke cover and sent to steris quality for evaluation. The damaged boss may be attributed to over-tightening of the screw or cleaning solution getting into the screw hole and degrading the mount. The boss being damaged caused the screw to back out subsequently causing the reported event to occur. Review of the photographs indicated the outside of the yoke cover was intact with no obvious cracks or fractures. The operator manual states (pp. 6-1), "caution - possible equipment damage hazard: use of any disinfectant solution other than those listed here may cause discoloration or deformation on the lens surface: germicidal surface wipes disinfecting/deodorizing/ cleaning wipes. Cleaning solutions other than those listed have not been tested for compatibility or effectiveness. Always follow manufacturer instructions for concentrations and use of cleaning products." The operator manual states (pp. 6-1), "do not spray any cleaning product directly onto the lighthead, modem chassis, or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture." The operator manual also states, (pp.4-3), "check wiring in lighthead/yoke interface for routing and chafing. Make sure all connections are tight. Repeat for connector in other knuckle areas." "Inspect all arms for missing or loose screws." (2x per year) the surgical light is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that during a patient procedure the yoke cover fell from their surgical light into the sterile field. No report of injury or procedural delays or cancellations.